Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with approximately 90 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the insulin in the cartridge was not greater than 50 units. Tandem technical support educated customer of the minimum fill recommendation for their pump; customer then added insulin to the same cartridge, re-loading the cartridge to resolve issue.